Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rise in impedance measurements was noted on the right ventricular lead during device interrogation prior to an upgrade procedure. The right ventricular lead exhibited high, in range pacing lead measurements. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.